Event description:
The nosecone became unattached from the device during removal through a 7fr sheath. The nosecone remained on the wire and was attempted to be retrieved with an ev3 snare, which was not successful. The physician then upsized to a 9fr short sheath, but was unsuccessful in retrieving the nosecone. He then upsized to an 11fr short sheath, but still to no avail. The pt was sent to surgery. A cut down of the common femoral was performed and the nosecone and wire were removed. Pt status was good.